Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and when the vizigo¿ sheath was inserted in the patient¿s body, air was withdrawn a lot. The hemostatic valve failure was suspected, so the sheath was replaced. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and when the vizigo¿ sheath was inserted in the patient¿s body, air was withdrawn a lot. The hemostatic valve failure was suspected, so the sheath was replaced. No adverse patient consequence was reported. Device evaluation details: on 4-jul-2024, the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis of the returned sample revealed that no damage was observed, the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal action related to the reported complaint were identified. No bubbles were detected. The air flows back issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. G1. Manufacturer site addr. Street line 1. G1. Manufacturer site city, g1. Manufacturer site state code. G1. Manufacturer site zip code. G1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction to 3500a initial report (B)(4) as ¿h3. Device evaluated by manufacturer¿ was mistakenly marked as ¿yes¿. Currently, the device has not been evaluated by the manufacturer. However, device evaluation anticipated, but not yet begun. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).